Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.028, lot: 9298614, manufacturing site: hägendorf, release to warehouse date: 12.may 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, l/n: 9298614) was received at us customer quality (cq). Upon visual inspection, it was observed that the proximal shaft section of the complaint device had cracked between two laser cut teeth. The shaft had not completely broken off into two separate pieces. Scratches were observed on the shaft of the complaint device, which was consistent with cosmetic damage. No damage or defect was noted to the remaining features or components of the returned device. Defect/failure identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = conforming. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the proximal shaft section of the complaint device had cracked between two laser cut teeth, yet not completely broken off into two separate pieces. Additionally, scratches were observed on the complaint device. Potential root cause could have been due to unintended forces applied to the device. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection of the tray, the 5mm hex flexible screwdriver was recognized to be broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).